Manufacturer narrative:
Concomitant product: 1388t lead implanted: (B)(6) 2000.

Event description:
It was reported that oversensing artifacts were visible on the right ventricular (rv) lead during ventricular high rate episodes. An rv lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.